Event description:
It was reported, the top part of the reamer spun out, wrapped around itself. Used another reamer, a different size. Surgery completed as expected. This was brand new, just received about two weeks ago.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.